Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a connection issue which resulted in peritonitis manifested by cloudy effluent. The connection issue was further described as a disconnection between the patient¿s transfer set and the patient line which occurred 24 hours prior to the manifestations of cloudy effluent. The treatment for the peritonitis and the patient¿s outcome were not reported. The patient was not hospitalized for the event. The action taken with pd therapy was not reported. No additional information is available.